Event description:
One endeavor sprint drug eluting stent was implanted in the mid rca during the index procedure. Approximately 2 months post index procedure, the patient suffered cerebral infarction. The patient was treated with medication and recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.